Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer's check for empty tubing, pump stopped alarm, attach and reattach cassette alarm and unable to use any buttons complaints could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Event description:
It was reported that the pump exhibited a check for empty tubing error, pump stopped alarm. Troubleshooting was performed and the pump continued to alarm. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.